Event description:
It was reported that the device was used during a laparodcopic cholecystectomy procedure. It was reported by the rep that the (1) al326 would not deploy any clips. Another clip applier was opened and the case was completed without incident. There was no consequence to the pt.